Event description:
A report was received that the patient was having charging issues. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-1110-02 ((B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was having charging issues. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively.